Event description:
It was reported that there was a button error. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed functional testing. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.